Event description:
It was reported that during a ptca/stenting treatment procedure, a defect in the coating of the wire was discovered. The physician wired the lesion with a choice pt es, then advanced a taxus stent to the lesion. Prior to reaching the target lesion, the stent catheter had difficulty advancing over the wire. The stent catheter was removed from the pt, and the wire was removed. It was noted that the wire had a "bump or a bur" in its surface. Another wire (unk type) was used with similar results. A third wire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'